Event description:
The device was returned to the service with a report that the device required a maintenance service. No specific details were provided. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the device battery was swollen. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device was received on (B)(4) 2014. Testing and investigation found that the battery was swollen. The probable cause of the swollen battery was a defective battery. The battery was labeled with date code p0907. The date code p0907 means that the gel electrolyte was formed in (B)(6) 2007. Lead acid battery operation is based on an electrochemical reaction which is affected by temperature changes and aging effects of the battery. This reduces the discharge capacity of the battery and may increase the internal temperature during the charging and discharging process which could result in swelling of the battery. For high internal battery temperatures the effects may result in deterioration of service life. This report represents all the information known by the reporter upon query by hospira personnel.